Manufacturer narrative:
Without lot #, DHR cannot be reviewed. No sample returned. Root cause unknown.

Event description:
It was reported that basket became ensnared in pt's graft. Ptd stopped working and basket was broken. Catheter was removed w/o incident. There were no pt complications reported.